Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 04.168.275s, lot: 1l47533, manufacturing site: grenchen, release to warehouse date: 17.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. (B)(4). Device history lot: part: 04.168.275s, lot: 1l47533, manufacturing site: grenchen, release to warehouse date: 17.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for fracture with fns. During the surgery when the surgeon connected the insertion handle, insert, plate and bolt, he could not tighten the black screw of the insert because it was stuck. He tried changing the angle after untightening the screw, but the problem did not improve. He tightened the screw forcibly and the surgery was completed successfully. The screw could be rotated smoothly when he disassembled. The surgery was delayed by less than 30 minutes. The sales rep checked the device after the surgery, but he could not reproduce the problem. No further information is available. This complaint involves four (4) devices. This is 4 of 4 for report (B)(4).